Event description:
The advocate called on behalf of a (B) (6) customer. She stated the customer tested her blood glucose and received a reading of "hi" (>600 mg/dl) on her contour link meter. She retested using another meter and received a reading of 9.0 mmol/l (162 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate insisted the meter and test strips be replaced. Replaced products were sent to the customer.